Manufacturer narrative:
No similar complaints have been recorded for gcfcxs, lot 20250915. Device history record has been reviewed, no discrepancies noted. Retention samples have been reviewed, no discrepancies noted.

Event description:
Distributor reports that customer stated the mask caused skin irritation and had a rougher texture.